Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a sudden event of shortness of breath that led to constant low flow alarms. The log files showed that the data was normal until (B)(6) 2023 at 15:28:46, when the flow dropped to 2.6 lpm. Before that time the flow was ranging from 3.4 lpm to 5.2 lpm. An hour later at 16:28:45 the flow dropped to 0.2lpm. It was noted that the event log started on (B)(6) 2023 at 19:00:48 with flow at 0.2 lpm, and ended on (B)(6)2023 at 07:19:25 with the flow at 2.8 lpm. The onset of the low flow alarms was not available in the event log because it was overwritten by newer incoming data. The log file also showed an increase in rotor noise. The patient was taken emergently to the operating room, where the pump was found to be thrombosed and extracorporeal membrane oxygenation (ECMO) was placed. The pump was explanted and upon a neuro status assessment, the patient would potentially undergo a new pump implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus was confirmed during the evaluation of (B)(6) . Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the eye and vanes of the pump rotor. The thrombus was not adhered to the rotor surfaces. Examination of the inflow cannula, outflow graft, and pump cover found acute depositions of clotted blood. These acute depositions appeared consistent with poor surface washing resulting from the flow obstruction caused by the rotor thrombus. The log files retrieved from (B)(6) showed the estimated flow averaging above 4.0lpm between (B)(6) 2023 and (B)(6) 2023. At 14:45 on (B)(6) 2023, flow was captured at 2.8lpm, followed by a sudden decline to 1.5lpm at 16:17 when the set speed was lowered to 3800rpm. The speed was then increased to 4800rpm but the estimated flow remained at approximately 1.4lpm. At 16:20, estimated flow reduced to approximately 0.5lpm. Flow was then captured in the 0.6 and 1.4lpm during the next two hours. The submitted controller event log file showed the estimated flow between 0.0 and 0.2 as of 19:00. As of 09:51 on (B)(6) 2023, flow was captured at 2.4lpm and ramped up to 4.5lpm over the next 5 minutes. This increase in flow showed corresponding elevations in rotor noise, current draw, and lvad temperature. These events were followed by the estimated flow again reducing below 1.0lpm. Based on the appearance of the thrombus and the sequence of events captured in the log files, the observed thrombus appears to have been ingested into the rotor during support. The evaluation could not determine the origins of the thrombus. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.